Manufacturer narrative:
Additionally, boston scientific's internal technical services received a video clip of the reported clinical anomaly from the field representative. Following the review, it was concluded that an issue maybe present at the junction of the is-terminal lead body and the terminal pin. However, in the absence of a returned product at this time, it remains only a speculation. From the images it also appears blood maybe inside the insulation layer which could support lead insulation damages and the conductor appeared stretched. What was less understandable from the video, was the field reported anomaly of 1-2 mm ring movement. To date, the lead remains implanted for tachy therapy only.

Manufacturer narrative:
Further investigation confirmed this lead was not taken completely out of service, as it remains active supporting only tachy therapy. Another boston scientific lead to support pace/sence therapy had also been implanted. To date, no further field complications have been reported. If new information is received, the event will be further updated.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular (rv) lead was reconnected to the new device and the screws were tightened. When the physician checked the lead by pulling it slightly out of the header, the physician could observe the isolation and the ring movement of 1 to 2 mm out of the connector while the terminal pin remained stable. The physician untightened the screw and removed the lead. He checked the lead again and was able to duplicate the pulling apart behavior of the lead. The physician decided to implant a new rv lead and measurements were acceptable with this new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted will be returned for analysis. Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be updated.